Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that the right side axle is worn out so bad the wheel doesn't stay on. The consumer has to zip tie the wheel on.